Event description:
An initial MDR regarding this case was filed 28-jan-2025 (report number 3016798778-2025-00010). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6) show that the system was first used 1 day before the date of the complaint and was used for 2 deliveries up to the date of the complaint. Logs from remote (B)(6) (paired with pump (B)(6) show that multiple deliveries were started 2 days before, and through the date of the complaint. Both systems generated occlusion alarms. System (B)(6) (paired with pump (B)(6) also alarmed adjust pump attention and cassette problem. Transient occlusion-like behavior was observed throughout deliveries in both systems. During investigation, a successful test delivery was performed on each system at the user's set rate, and no abnormal behavior was observed in either system. No cassettes or infusion sets were returned, so no further investigation is possible. Both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming, with no abnormal behavior observed during testing.

Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 02-jan-2025 and forwarded to millyard advanced medical products, llc on 03-jan-2025. The patient reported that she was in the ER on (B)(6) 2024 for issues with her cleo sets and alarming pumps. The patient was transitioned to IV remodulin treatment. The patient was unsure if she was going to be admitted. No adverse side effects were reported. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.